Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: an investigation was performed on retention products fro the reported lot number. Retention products were tested with negative clinical urine. Results were read at 3-4 minutes and all devices correctly yielded negative results. Manufacturing batch record review did not uncover any abnormalities. A root cause for the reported issue could not be determined based on the information provided.

Event description:
It was reported that on (B)(6) 2018 a patient presented with symptoms of pregnancy at the health center. The hcg combo cassette was administered with a confirmed false positive result, serum hcg same day was <1miu/ml. The patient received two negative results using an at home hcg test. No procedures performed based on the questionable test result & any adverse clinical outcomes. Troubleshooting occurred reviewing the possible contributions to the false-positive result including storage/handling and technique.